Manufacturer narrative:
The presence of the fya antigen was confirmed on retention capture-r ready-screen (crrs), lot k126 and capture-r ready-ID (crrid), lot id081. Customer returned sample for investigation. The returned sample was tested with retention crrs, lot k126 by manual solid phase testing because there was not enough specimen for testing on the galileo. The returned sample tested negative. The returned sample was tested using capture-r select and selected reagent red blood cells. The returned sample reached weak positively with fy (a+) cells tested. Additional testing with crrid, lot id081 was not performed because the specimen was qns.

Event description:
Customer reported unexpected negative reactions on the galileo when testing a patient specimen containing an anti-fya.